Event description:
Info was received that indicated a pt complained of slight tingling to lips about 65 minutes into an autologous apheresis procedure. The pt was given 2 antacids. No further complaints. Procedure was completed .